Event description:
It was reported that the patient presented to the clinic for routine follow up and ventricular assist device (vad) interrogation showed a low speed advisory alarm on (B)(6) 2022. No damage to the patient's driveline was noted and the patient had not gained any weight. Log file review confirmed a transient low speed event which occurred while the patient was using the mobile power unit (mpu). X-rays of the driveline did not reveal any obvious areas of shield breakdown. The patient had no pump issues during their overnight hospitalization. The plan of care was to discharge the patient on (B)(6) 2022 on an ungrounded cable as a precautionary measure with outpatient follow up for log files. No cause for the low speed advisory alarm was identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The system controller log contained data from (B)(6) 2022 03:34:48 through (B)(6) 2022 15:23:51, per the timestamps. Low speed events were captured on (B)(6) 2022 between 21:25:34 and 21:25:37, with speed reductions as low as 2790 rpm (5810 rpm below the low speed limit). These events occurred while the patient was connected to the mobile power unit (mpu), and resulted in low speed operation, low speed hazard, and low speed advisory alarms. These events were also associated with elevations in pump power up to 9.2 watts. No pump stoppages were recorded throughout the file. Based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential driveline wire compromise. Excluding the low speed events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The hmii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2016. No further information was provided. The manufacturer is closing the file on this event.